Event description:
It was reported that pump experienced malfunction after customer went swimming with it, and malfunction alert code was displayed that could not be reset. There was no reported adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy.